Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing stimulation in non-target area and overstimulation. It was noted that both sides of the lead were out. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an explant and was doing well postoperatively. No further information could be obtained. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing stimulation in non-target area and overstimulation. It was noted that both sides of the lead were out. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Received by MFR should have been 01-jun-2016.

Event description:
A report was received that the patient was experiencing stimulation in non-target area and overstimulation. It was noted that both sides of the lead were out. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure. No further course of action at this time.

Event description:
A report was received that the patient was experiencing stimulation in non-target area and overstimulation. It was noted that both sides of the lead were out. The patient will undergo a revision procedure wherein the lead will be replaced.